Event description:
It was reported that the casing of the insulin pump was scratched and broken, leading to concerns about the accuracy of insulin delivery and making the pump difficult to operate. There was no adverse impact to the customer's blood glucose level. The customer declined further assistance from technical support, and no additional information regarding corrective actions was provided.